Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that a remote report was received indicating the patient's device had toned. A review of the report indicated right ventricular (rv) lead pacing impedance was high and there were high and intermittent pacing thresholds. The report also indicated a ventricular tachycardia (vt) episode had been treated with high rate pacing. Patient was called into the hospital where a magnet was taped over the device to prevent further therapies. A rv lead fracture was suspected. Detections and device alerts were programmed off in anticipation of the rv lead replacement that occurred the following day. The hospital report also indicated that the patient's right atrial (ra) lead had low p-waves. No patient complications have been reported as a result of this event.